Event description:
It was reported that a lead migration/dislodgement had occurred. Patient symptoms were described as loss of stimulation and increased pain. Two days later it was mentioned that a loss of spinal cord stimulation had been happening for approximately 2-3 weeks already. Falling several times prior to the incident was reported. A little less than one month later it was stated that the lead had been explanted/replaced due to stimulation not covering designated area. The patient recovered without sequela.

Manufacturer narrative:
Product ID 748925, serial# (B)(4), implanted: 2005-(B)(6), product type extension product ID 748925, serial# (B)(4), implanted: 2005-(B)(6), product type extension product ID 3998, lot# j0555593v, implanted: 2005-(B)(6), product type lead. (B)(4).